Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that chemo rn came to the pharmacy stating when infusion was started on her keytruda 400mg piggyback drops of fluid began to leak where texium met patient line (attached with arrow pointing to area of interest).

Manufacturer narrative:
One sample was returned for investigation under (B)(4). No leaks were observed. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue for model 10016073 in (B)(4). Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.